Event description:
Reporter noted posterior capsule tear. System stopped functioning during initial part of surgery. Felt there was a problem with the footswitch reflux. Follow-up indicated that on second clinic visit, patient had detached retina.